Event description:
Covidien received info stating that during pt use an 840 ventilator had a burning smell. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the power supply. The customer requested for covidien to inspect the device. The covidien customer support engineer (cse) inspected the device and performed all calibrations, performance verification test (pvt), standard short-test (sst) and extended self-test (est). The unit passed all tests.

Manufacturer narrative:
(B)(4).